Manufacturer narrative:
A specific root cause was not identifed. Based on the information provided, the event was most likely an air bubble in the measuring channel. However, the reason for the presence of the air bubble could not be determined. It was not possible to determine whether the air bubble was introduced with the sample or with the reference solution.

Event description:
The user received questionable ise results for one patient sample. Of the data provided, the potassium results were discrepant. The initial result was 5.36 mmol/l and the repeat result from cobas c501 serial number (B)(4) was 4.42 mmol/l. The erroneous result was not reported outside the laboratory and the patient was not adversely affected. The lot number of the potassium electrode was not provided. The field service representative determined there was a fluidic failure with the ise unit. He checked the ise times on 50 cycles and could not duplicate the error. To verify the analyzer operation, the user ran calibration and quality control with all results in passing range.